Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed increased impedance and thresholds leading to premature battery depletion. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. The device is not expected to be returned for analysis. There were no additional adverse patient effects reported.